Event description:
It was reported that during an infusion of lactated ringers solution with pitocin, the device was alarming "excessive air-in-line". When the patient was assessed, air in the tubing was seen below the pump near the patient's vascular access device. The nurse then disconnected the tubing from the patient's vascular access device. It was further noted that the device would not stop alarming and it was then powered off and sent to biomedical engineering. Upon further follow-up customer confirmed that it was not a large air bubble, but many small ones scattered throughout the tubing. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a160106 - defective alarm (1014),g0600101 - alarm, audible. Additional information: imdrf annex a,g codes .

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during an infusion of lactated ringers solution with pitocin, the device was alarming "excessive air-in-line". When the patient was assessed, air in the tubing was seen below the pump near the patient's vascular access device. The nurse then disconnected the tubing from the patient's vascular access device. It was further noted that the device would not stop alarming and it was then powered off and sent to biomedical engineering. Upon further follow-up customer confirmed that it was not a large air bubble, but many small ones scattered throughout the tubing. There was patient involvement but no harm.